Manufacturer narrative:
Patient demographics were not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system displayed "low battery error" during a case. The system was plugged in at the moment and charging. The system was charged all night before this occurred. No other details were gathered. There was no reported impact on patient outcome.